Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) of less than 400mg/dl; cause was unknown. Elevated bg was addressed via a correction bolus. The customer suspects that their eye sight in their left eye has deteriorated due to the intermittent high bg's, the customer has not confirmed this information with their healthcare provider (hcp). Tandem technical support commenced conducting system check. However, the customer declined to remove and inspect current infusion set. Customer declined further troubleshooting.